Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case # (B)(4). Case subject: npi 8015 no power. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer reports no ac indicator on their 8015. Case resolution: informed customer this is most likely due to the switching power supply. Customer already check power cord. Customer had already set up to send in unit for repair, but wanted to know if there was anything left they could do. Informed customer the best thing to do at this point is to send in for repair. Customer will continue to send in unit for repair. Ended call. Ref: (B)(4).